Event description:
It was reported that the coil fractured internally, and additional intervention was required to retrieve a portion of the coil. An embold fibered 4x8 was selected for use for an embolization procedure in the gastroduodenal artery (gda). The coil was difficult to retract into the microcatheter and stretched as a result. The coil fractured, and additional intervention was required to remove the coil. A portion of the fractured coil remained implanted in the patient. The patient was expected to fully recover, and the embolization procedure was reported to have been successfully completed. It was further reported that the target aneurysm was accessed using a .016 fathom guidewire and an unknown .021 stc microcatheter. The microcatheter was flushed with saline, and there were no issues loading the coil into the microcatheter. As the coil was advancing within approximately the last 20 cm of the microcatheter, there was increasing resistance and friction. The physician elected to remove the coil from the microcatheter and observed that the coil had become unraveled. There was a long, thin, non-radiopaque filament within the catheter. The entire microcatheter was removed and replaced. The entirety of the coil was removed from the patient and no additional intervention was required. There were no reported patient complications as a result of the device malfunction.

Manufacturer narrative:
B3 - date of event: the event date was approximated to (B)(6) 2023 based on the date that boston scientific became aware of the event. D6a - implant date: the implant date was approximated to (B)(6) 2023 based on the date that boston scientific became aware of the event. D6b - explant date: the explant date was approximated to (B)(6) 2023 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the coil fractured internally, and additional intervention was required to retrieve a portion of the coil. An embold fibered 4x8 was selected for use for an embolization procedure in the gastroduodenal artery (gda). The coil was difficult to retract into the microcatheter and stretched as a result. The coil fractured, and additional intervention was required to remove the coil. A portion of the fractured coil remained implanted in the patient. The patient was expected to fully recover, and the embolization procedure was reported to have been successfully completed.